Event description:
The customer reported that she was able to see that the cannula had come out of her skin.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.